Event description:
Customer reported meter results of 189 mg/dl, 240 mg/dl, 345 mg/dl, and 500 mg/dl within 10 mins on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.